Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that pre-replacement all the impedances were perfect. During the replacement when the new battery was connected some of the electrodes were showing out of range. Electrode 7 was 40000 and electrode 10, 12, 14 and 15 were high as well. Multiple reconnections were done without resolution. It was noted that the out of range electrodes were not being used. No patient symptoms reported. Additional information received from the manufacturer representative reported that the cause of the high electrodes was not determined. Multiple reconnections were attempted and the leads were wiped with gauze moistened with normal saline and then dried prior to the reconnection several times. The high electrodes had not been resolved.